Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead could not reach its position and exhibited unacceptable thresholds. The lead was no longer used and replaced.